Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 3.0 cm - 4.3 cm from the distal tip, due to friction with another device.

Event description:
It was reported that the patient developed twiddler's syndrome. The right atrial lead exhibited an insulation anomaly and had dislodged. The lead was explanted and replaced.